Event description:
The reporter stated a cq2015 collamer three piece lens was torn and was not implanted. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The cartridge was returned with no visible damage. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.